Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with unknown race and ethnicity in acute myocardial infarction/cardiogenic shock was attempted to be implanted with an impella rp device for mechanical circulatory support. An attempt to place rp was unsuccessful due to right heart anatomy. Decision was made to view coronaries at this point and revisit rp insertion. Patient is stable post issue,